Manufacturer narrative:
D6b- date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the patient had the system explanted at an unknown time.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient was not receiving effective therapy and had pain at the ipg site. Patient experienced several falls. Surgical intervention may be undertaken at a later time.